Manufacturer narrative:
User medwatch number is 4401610000-2018-8009. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the tip of the basket prematurely detached while attempting to crush a 8 mm x 1.5 cm gallstone. The procedure was completed using a balloon. Patient was scheduled for follow-up in the doctor's office to make sure the tip has passed naturally. There were no patient complications reported as a result of this event.